Manufacturer narrative:
(B)(4). Concomitant medical products: unknown articular surface catalog # unknown lot # unknown, unknown femoral component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00875, 0001822565-2018-00874. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient developed an infection post implantation. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: additional: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00874 - 1 0001822565 - 2018 - 00875 - 1 0001822565 - 2018 - 00876 - 1

Event description:
No further event information available at the time of this report.